Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenoscope with a single use distal cover, the physician noticed that the distal cover was missing. Because the examination was quite busy, it is unknown whether maj-2315 was forgotten from the beginning or whether it fell into the body. After reattaching the cover, the procedure was completed. Fluoroscopy, CT scan, and re-insertion of a gf scope were performed, and the distal cover could not be located in the patient¿s body. The doctor stated that it could have passed through the duodenum. There was no abnormality in the bronchi and no aspiration. No change in physical condition. The patient remained hospitalized for observation after the procedure. The hospitalization is not due to the missing distal cover. The patient has since been discharged and is doing well. The physician stated, if the distal cover is not attached correctly, it will be reflected in the field of observation, and since there was no such problem, it is highly likely that it was forgotten to be attached from the beginning, but honestly I am not sure. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the endoscope was used without the distal cover. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual - 3.5 attaching accessories to the endoscope do not to use the endoscope unless the distal cover is properly attached to the distal end. Olympus will continue to monitor field performance for this device.